Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude red alert was delivered for a shock impedance of greater than 125 ohms. Technical services discussed possible causes and trouble shooting options with the local field representative (fr). The fr was contacted for further information. The fr indicated that the clinic had contacted the patient to schedule a follow up appointment. The patient was reported to be non-compliant. The patient had not yet been into the clinic for a follow up. There were no adverse patient effects reported.